Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed with the naked eye and magnification which identified a cut in the silicone tubing about an inch from the twist clamp. Functional leak testing revealed a leak from the cut in the tubing. Clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the cut could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during patient use of the device for peritoneal dialysis therapy. The sheets were wet; however, the "switches" (twist clamp) was locked. The nurse checked the transfer set and found a "pinhole on tubing located 2cm away from twist clamp/sleeve". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred during an unspecified date of (B)(6) 2021. Initial reporter facility name: (B)(6) hospital - ministry of health and welfare. Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.